Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated that when the hc proceeded into the initial drain the hc alarmed cpl. The hp stated when she went to open her transfer set she pulled apart the connection from the patient line to the transfer set and thought she contaminated the end of her transfer set. The baxter technical service representative (tsr) informed the hp to end therapy and contact the registered nurse (rn) right away. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she said she did contact her nurse. Her nurse had her end therapy that night and since then she has been completing therapy successfully. She said there were no issues with the supplies, it was something she did. She said she forgot to close the twist clamp on her transfer set and so the machine alarmed cpl. She then opened the clamp on the transfer set and accidentally disconnected herself from the patient line. She then realized that her transfer set was opened and thought that it was contaminated because of air getting in.

Manufacturer narrative:
(B)(4). The problem is confirmed for the connection issue and the assignable cause can be determined as use error, since it was stated that the patient disconnected the patient line from the transfer set accidently. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.